Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a follow-up after receiving inappropriate high voltage therapy, interrogation found the device to be in backup vvi mode. The patient received the shock while rushing through the airport to reach a flight. The patient was asymptomatic. The issue was resolved after a device download was installed and the device was reprogrammed. The patient will be monitored with routine follow-up.